Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and a haptic was torn during insertion. The lens was removed without enlarging the incision and no sutures were needed. There was no patient injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that half of the optic was torn off and a haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.